Event description:
Additional information from the healthcare provider stated the revision was performed because the patient had pain down their leg and into their foot. It was stated that the patient did not like the initial placement of their lead and had pain at the insertion site and leg pain. It was noted that shortly after their original device was implanted on (B)(6)-2014, the patient was complaining of undesirable stimulation with stimulation located more in the rectal area. It was stated that they wanted to replace the lead but they replaced everything. During the patient¿s most recent implant, when removing the patient¿s previous ins, the setscrew was backed out too far and that contributed to the doctor wanted to replace the entire system. The patient¿s lead and implantable neurostimulator were replaced with excellent placement.

Event description:
It was reported that the patient had a gradual loss of therapeutic effect. She was implanted six days prior to the report and it was fine for a few days. However, starting on saturday or sunday, she noticed a return of frequency and urgency. She did note that she already started to drink more and did not know if that was contributing to her symptoms. Prior to implant the patient was hardly drinking enough fluids and did not increase fluid intake during her trial, but because, she received the permanent implant she thought she could start drinking more fluids. She mentioned that she could not increase her stimulation on her current program, program 3, because when she increased it even one notch from 0.50 to 0.55 it started pulling on her right foot. After implant the manufacturer representative (rep) told the patient note to use program 1, 2, or 4 as that would cause pulling. Eight days later the patient reported a bad burning sensation at the lead site. She stated that when lying on her side the lead protrudes and she tried to turn stimulation off, but the pain was still the same. The patient was in more pain at the time of the report than after surgery. She saw her doctor the day prior to the report and was told the lead would anchor in four to six weeks when the scar tissue built up. She also reported feeling stimulation sensation in her leg. The patient met with a rep the friday prior and the rep was going to change programs for the patient. Additional information received reports the patient was still having concerns regarding their device or therapy but was working with their healthcare provider or manufacturer representative. It was noted that the patient appointment was scheduled for (B)(6) 2015. Additional information received reports the patient had a revision (B)(6) 2014 but she does not know the reason. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3889-28, lot# va0ph40, implanted: 2014 (B)(6); product type lead product ID 3889-28, lot# va0ph40, implanted: 2014 (B)(6); product type lead product ID 3889-28, lot# va0ph40, implanted: 2014 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of stimulator with serial number (B)(4) reveals there was evidence of setscrew being backed out too far observed. N on-significant anomalies found.